Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals, high thresholds in unipolar configuration and intermittent capture in bipolar configuration were noted on the right ventricular (rv) lead. The lead pulled back and dislodgement were noted on x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.